Event description:
It was reported that on literature review "patient outcomes following t-fix meniscal repair and a modifiable, progressive rehabilitation program, a retrospective study", 1 patient experienced continued pain and effusion 6 months after an acl meniscal repair procedure using six (6) t-fix devices. The event was treated with arthroscopic meniscal resection. Patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Kocabey, y., nyland, j., isbell, w. M., & caborn, d. N. (2004). Patient outcomes following t-fix meniscal repair and a modifiable, progressive rehabilitation program, a retrospective study. Archives of orthopaedic and trauma surgery, 124(9), 592-596. Doi: 10.1007/s00402-004-0649-6. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.